Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#: device description: lot#: 2030-6525-1; 6.5 cancellous bone screw 25mm; av10k1. 2030-6516-1: 6.5 cancellous bone screw 16mm: lv143k. 508-11-48d: trident hemispherical multi; 98938602. 6260-4-122: 22.2mm std v40 head; 94721003. 64951201: gmrs prox fem standard right; pxh9t. 6495-5-011: 11mm press fit fluted stem; 197539c. 64956050: gmrs extension piece 50mm; ts9au. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Signs of metallosis were observed in a patient who underwent tha on (B)(6) 2023. No decision has yet been made regarding the date of reoperation.